Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated he is getting a high pressure alarm and the on / off switch was not alarming on power loss.